Event description:
"Does not stop running when foot taken off pedal" was given as the reason for repair of the foot pedal. On follow up, it was reported that the foot pedal was switched out and a back up was used. There were no injuries or adverse effects to the patient.